Event description:
This adapter was connected to rv lead on (B)(6) 2017, and remains connected at this time. A call was placed to technical services on (B)(6) 2017, stating that there is an allegation of noise on the rate/sense channel. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).